Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under her breast and an itchy irritation under the therapy electrodes. The patient's physician recommended using cortisone and baby powder for the irritation. The patient reported that the rash had healed but the itchy irritation remained. The outcome of the irritation is not known. There was no allegation of a device malfunction associated with the reported skin irritation.